Manufacturer narrative:
The main component of the system and other applicable components are:none. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported an issue with the lead. The rep stated that the lead broke and the doctor wanted to replace only the lead, since the system was still working for the patient. It was noted that it was unknown if the patient completely recovered and the next steps were unknown. The event date was also unknown; the broken lead was not discovered by the rep. There were no patient symptoms reported. The patient's medical history is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information related to the stimulator captured in regulatory report 3007566237-2017-05329. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient had a stimulator placed in 1982. At an appointment on (B)(6) 2016, the patient reported it did not work and it was not a rechargeable battery. The hcp did not have any indication of when the stimulator began not working. On (B)(6) 2016, the hcp did a revision of the leads and generator. No further complications were reported.